Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g1-2; g3; g6; h1; h6 h6: component code: mechanical (g04) - im nail visual examination of the provided pictures identified the device is fractured, however as the product was not returned further visual and dimensional analysis could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) . Medical products: item#: 14-405034, ti-dble lead cort 5.0x34mm scr; lot#: 682140. Item#: 14-405046, ti-dble lead cort 5.0x46mm scr; lot#: 279990. Item#: 14-405032, ti-dble lead cort 5.0x32mm scr; lot#: 722300. Item#: 14-405046, ti-dble lead cort 5.0x46mm scr; lot#: 715590. Item#: 14-405070, ti-dble lead cort 5.0x70mm scr; lot#: 365010. Item#: 110007912, cann screw 8.0mmx75mmx16mm; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not released to customer per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a planned explantation of a short term nail which was being replaced by a plate. While explanting the nail the distal portion fractured. No foreign body was retained by the patient.